Event description:
It was reported that during the 5 months prior to the implant of the transcatheter bioprosthetic aortic valve the patient¿s mitral valve insufficiency digressed from mild to moderate. Approximately 35 days following the transcatheter aortic valve implant, the mitral valve insufficiency had worsened. No symptoms were reported. Additionally, a new left bundle branch block (lbbb) with a qrs duration of 125 milliseconds (ms) developed. Treatment was not required for the mitral insufficiency nor for the lbbb. Neither of these conditions had resolved. The physician indicated the worsening mitral valve insufficiency was possibly related to the implant procedure and transcatheter aortic valve and the lbbb was probably related to the valve implant procedure and transcatheter aortic valve.

Manufacturer narrative:
H6: the codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 1 month following the transcatheter aortic valve implant the mitral valve insufficiency severity was then mild. There was no evidence of transcatheter aortic valve migration. As result of the left bundle branch block (lbbb) unspecified diagnostic testing was performed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to confirm that there was no worsening of mitral insufficiency. The tricuspid insufficiency worsened from mild to moderate between the screening and the procedure; however, the medtronic valve did not cause or contribute to the tricuspid insufficiency per the physician.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the 5 months prior to the implant of the transcatheter bioprosthetic aortic valve the patient¿s mitral valve insufficiency digressed from mild to moderate. Approximately 35 days following the transcatheter aortic valve implant, the mitral valve insufficiency had worsened. No symptoms were reported. Additionally, a new left bundle branch block (lbbb) with a qrs duration of 125 milliseconds (ms) developed. Treatment was not required for the mitral insufficiency nor for the lbbb. Neither of these conditions had resolved. The physician indicated the worsening mitral valve insufficiency was possibly related to the implant procedure and transcatheter aortic valve and the lbbb was probably related to the valve implant procedure and transcatheter aortic valve. Additional information was received to report the aortic valve was implanted at a depth determined by aortography as 2mm on the non- coronary cusp and 3mm on the left coronary cusp. The patient was discharged to home following the transcatheter aortic valve replacement procedure. No treatment was performed to address the mitral valve insufficiency. It was also noted neither the lbbb nor the mitral insufficiency have resolved.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that there was worsening of tricuspid insufficiency rather than mitral insufficiency.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.